Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk.

Event description:
It was reported that the insulin pump had an error alarm during the prime process and insulin was squirting out. No further info was provided.